Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during priming with blood, the shunt sensor leaked. The product was changed out. There was no delay due to event. There was no pt injury. There was <1cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
(B)(4). Terumo has not received the actual device for investigation. Terumo plans on submitting follow-up report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes.